Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it is presumed that this incident occurred due to probable causes such as damage or deterioration of parts, environment problems like dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like a signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope received a e315 error. There were no reports of patient harm.